Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that over time, the patient developed some aortic insufficiency that was repaired with a percutaneous atrioventricular (av) patch. The aortic insufficiency worsened and tests revealed that the closure devices within the left ventricle were occluding the pump. The patient underwent a procedure to have the av device removed. Over the days following the removal of the av device, the patient began to have mild power increases with worsening labs. The clinicians felt that a pump exchange was warranted due to the progressively worsening labs. A successful exchange was performed on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.